Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the er320 clips were scissoring after the surgeon clipped over already placed clips. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.46162. Date sent: 11/11/1998. D6: device returned with no lot identification. H6: instrument returned empty. Ligaclip endoscopic rotating multiple clip applier: based upon the inquiry info rec'd and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. As the instrument was returned empty and locked out, further functional testing could not be performed. It could not be ascertained as to why the clips were reportedly scissored.